Event description:
It was reported that the surgeon implanted the graft successfully in the pt on the event date, the pt rolled over in bed and then heard a pop sound. The pt went to the emergency room, then to the operating room for exploratory surgery of the left axillo area. The surgeon found the graft had broken at approx 1 1/2 inches distal to the proximal anastomosis. The surgeon revised the graft by attaching another graft to the problem area.